Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a return of symptoms. The actual residual pump volume was found to be greater than the expected residual volume. The residual volume discrepancies seemed to be increasing overtime. For the last 6 refills, they were off by 3, 3.4, 3.7, 3.9, 4, and 4.5 ml. The pt seemed to get relief for a few days and then the effect seemed to decrease. A dye study was done and found to be negative. Additional info has been requested, a follow-up report will be sent if additional info becomes available.